Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Additional information: investigation investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: perforation. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information: investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, chest pain, shortness of breath, depression, anxiety'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported chest pain, shortness of breath, depression, anxiety is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient alleges perforation (cat form). Per CT, (B)(6) 2018: "there is perforation of the four distal struts into the mesenteric fat. The two anterior most struts extend anteriorly beyond the confines of the ivc wall by approximately 5-6mm in ap and si dimensions. The two posterior struts extend approximately 2-3 mm posteriorly and approximately 5-6 mm in si dimensions."

Manufacturer narrative:
William cook europe initially reported event under MFR report #3002808486-2017-02004 .information was received identifying that the product was a cook inc. Product. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Patient received an implant on (B)(6) 2012 via the right internal jugular vein due to deep vein thrombosis and experienced contraindication to anticoagulation. Patient is alleging chest pain, shortness of breath, depression and anxiety.